Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had minor scratches on display window, cracked case near display window corners, cracked reservoir tube lip, slightly stained address/serial number label, scratched reservoir tube window, cracked battery tube threads, stained/debris on keypad overlay and cracked belt clip slot noted during visual inspection. The insulin pump was received with battery in the battery tube. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The infusion set passed flow test. The insulin pump had cracked infusion set tubing noted during visual inspection. The reservoir was received empty. The reservoir passed bolus and basal leak test.

Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown, but the last recorded blood glucose on the glucose meter or the insulin pump was 342 mg/dl. The caller stated that the one touch claimed that the customer's blood glucose numbers were bad all afternoon. The cause of the death is pending. The customer was wearing the insulin pump at the time of death. The caller stated that the person, who takes off the cloths from the deceased, noticed the adhesive was attached to the customer's clothing with the cannula folded into the adhesive. When the adhesive was unfolded a small drop of clear fluid came out. The caller stated that the customer had been hospitalized, twice, the latest being on (B)(6) 2014, with high blood glucose levels. Welfare check was done on the customer when they were found deceased. Nothing further was reported.